Event description:
On behalf of the customer, the conmed representative reported issues with the channel master combination cleaning brush with long valve, item #000619, unknown lot experienced by (B)(6) on (B)(6) 2021. It was that during a colonoscopy the cleaning brush came apart when cleaning endoscope, brush stuck in endoscope. The endoscope was processed and used on patient, dr. Noticed blockage in scope, removed scope and removed blockage. The procedure was successfully completed. Additional info received indicates there was no injury to patient as far as is known, the endoscope was heavily disinfected through an endoscopic washer cantel medical rapid aer prior to use. It was used on the patient with the brush tip unknowingly stuck in the endoscope and when the consultant doctor flushed the scope at the end of the procedure, the brush came out and was slightly visible. The scope was removed, and the brush piece was then removed. The last time this same scope was used prior to the incident was on the same day on another patient before being put back out to be used again. The process involving the other patient before the incident went with no issues at all. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint that the device broke is confirmed. The device will not be returned for evaluation but photographic evidence has been provided. The image exhibits the reported claim of breakage however a root cause cannot be established. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised that after flushing of the biopsy channel and/ or suction channel, insert the brush end of the conmed endoscope cleaning brush into the channel of choice. With short strokes, advance the shaft down the channel until it exits the endoscope. Note: do not force the brush through a clogged channel. This issue will continue to be monitored through the complaint system to assure patient safety.